Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced dizziness, diaphoresis, and vomiting. He was taken to the hospital by his spouse as she suspected he was experiencing a stroke because his cgm displayed 100 mg/dl. Upon admission to the emergency department (ed), a bg was performed and was 43 mg/dl. The patient was treated with IV glucose, IV fluids, and released later that day. At the time of his release, his bg was 158 mg/dl post treatment. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.